Manufacturer narrative:
A1: (B)(6), b4: 04-aug-2021, g3: 04-aug-2021, g6: follow-up #1, h2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. H10: the clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. The device was not returned, thus device examination could not be performed. No microbiology or pathology reports were provided. Based on the paucity of information provided, the device did not malfunction and it was not possible to determine the cause of the complaint. In the absence of information we cannot determine to what extent the device has contributed to the incident. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event. Unfortunately, repeated attempts often do not yield actionable information that would assist in investigation. Spinal kinetics agrees and acknowledges that many events are reported to spinal kinetics with minimal or no information. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7.

Manufacturer narrative:
This complaint is only one of the bolus of complaints we received from this surgeon recently. Additional information has been requested but not provided. This was explanted in (B)(6) of 2020, the device will not be returned. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Without the return of the device or serial number, no further investigation can be performed. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported to spinal kinetics that two m6-c devices were explanted. The condition of the devices at the time of removal is unknown.